Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the right forearm. A 5.0mmx40mmx40cm (4f) sterling balloon was advanced for dilation. However, during the second inflation for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 5.0mmx40mmx40cm (4f) sterling balloon was advanced for dilation. However, during the second inflation for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.